Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after eating without meal announcement while using the ilet system, with a fingerstick confirming a blood glucose of 48 mg/dl and subsequent recovery after consuming apple juice; the agent provided troubleshooting and education, including an explanation that missing a meal announcement can prompt overcorrection and contribute to low glucose. Symptoms included sweating, shakiness, and difficulty concentrating. Outcomes included transient hypoglycemia that resolved without medical intervention. Investigation included user interview and troubleshooting with education regarding appropriate meal announcement and treatment of low glucose. Investigation of this case revealed that the device functioned as designed and that user handling related to missed meal announcement plausibly contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.